Event description:
It was reported that the customer had an additional 2 foleys leak tonight on a pod 0 CABG. The first foley came from the operating room and the second foley came from their stock. They had a hard time measuring accurate I/o on the CABG because of that. They did weigh the pad underneath to try and obtain as an accurate I/o as possible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Only received return syringe inserted into inflation valve. No catheter. Therefore, the reported event is inconclusive as the reported lot#: ngjx5492 was not able to be tested due to not complete sample being returned. The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had an additional 2 foleys leak tonight on a pod 0 CABG. The first foley came from the or and the second foley came from their stock. They had a hard time measuring accurate I/o on the CABG because of that. They did weigh the pad underneath to try and obtain as an accurate I/o as possible. Per notification received from ucc via task on 03nov2025, based on sample evaluation, was created to capture asymmetrical balloon for sample lot#: ngjw0572 and was created to capture asymmetrical balloon for sample lot#: ngkn0207.